Event description:
It was reported via repair work order that the footend lift was elevated and inoperable due to a broken/damaged coupler. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted as further investigation determined the footend lift being unable to lower was also due to a cpu and potentiometer malfunction.

Event description:
It was reported via repair work order that the footend lift was elevated and inoperable due to a broken/damaged coupler as well as cpu and potentiometer malfunction, no patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.